Manufacturer narrative:
As reported, the progel glass vial broke during application. The surgeon may have been applying too much force when the vial broke inside the applicator. It is possible the cartridge was inadvertently damaged during use/device interface. However, based on the event as reported and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of 608 units released for distribution in october, 2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the end of a robotic converted to an open wedge resection procedure on (B)(6) 2022, the human serum albumin (hsa) vial of the bard/davol progel pleural air leak sealant shattered within the applicator during application of the sealant. As reported, the break occurred within the applicator and not on the patient. It was reported that the product was stored between 36°f-46°f and was used within 20 minutes of mixing the product. As reported, the cardiothoracic surgeon was not able to effectively use all of the sealant and the procedure was completed using another progel. As reported, the surgeon may have been applying too much force when the vial broke inside the applicator. There was no reported patient injury.

Manufacturer narrative:
As reported, the progel glass vial broke during application. The surgeon may have been applying too much force when the vial broke inside the applicator. It is possible the cartridge was inadvertently damaged during use/device interface. However, based on the event as reported and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of 608 units released for distribution in october, 2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the end of a robotic converted to an open wedge resection procedure on (B)(6) 2022, the human serum albumin (hsa) vial of the bard/davol progel pleural air leak sealant shattered within the applicator during application of the sealant. As reported, the break occurred within the applicator and not on the patient. It was reported that the product was stored between 36°f-46°f and was used within 20 minutes of mixing the product. As reported, the cardiothoracic surgeon was not able to effectively use all of the sealant and the procedure was completed using another progel. As reported, the surgeon may have been applying too much force when the vial broke inside the applicator. There was no reported patient injury.

Event description:
As reported, during the end of a robotic converted to an open wedge resection procedure on (B)(6) 2022, the human serum albumin (hsa) vial of the bard/davol progel pleural air leak sealant shattered within the applicator during application of the sealant. As reported, the break occurred within the applicator and not on the patient. It was reported that the product was stored between 36°f-46°f and was used within 20 minutes of mixing the product. As reported, the cardiothoracic surgeon was not able to effectively use all of the sealant and the procedure was completed using another progel. As reported, the surgeon may have been applying too much force when the vial broke inside the applicator. There was no reported patient injury.

Manufacturer narrative:
As reported, the progel glass vial broke during application. The surgeon may have been applying too much force when the vial broke inside the applicator. It is possible the cartridge was inadvertently damaged during use/device interface. However, based on the event as reported and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in october, 2021. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.